Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and fever. The breach in aseptic technique was further described as the patient made a mistake. The patient was not hospitalized. The patient was treated with amikacin injection (100 mg, route, frequency and duration were not reported) and vancomycin injection (1g, every 3rd day, route and duration were not reported) for peritonitis. Antibiotic treatment was ongoing. Ten days after the event onset, the patient was recovered and pd therapy was ongoing. It was reported that the patient has been retrained for proper aseptic technique. No additional information is available.